Event description:
It was reported that the insulin pump alarmed external error, unexpected restart, displayable history check failed on start up and reset alarm. Customer needed assistance in setting up the insulin pump due it alarmed check settings when she was setting up during rewind. Customer's blood glucose was 198 mg/dl. Customer stated the insulin was stored in the closet and without batter for an extended time. Troubleshooting was done. The insulin pump passed the self test. Customer also stated that she had another insulin pump in her closet however no troubleshooting was done. The custom was advised to call back to do troubleshooting with the other insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.